Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod shutdown in the middle of the night which led to high blood glucose (bg) levels and diabetic ketoacidosis. The pod was worn on the arm for an unknown duration. The bg level at the time of the event was not disclosed. The patient sought medical attention on (B)(6) 2026, and was hospitalized for 12 days. The patient was treated with intravenous fluids and an insulin drip. The patient was discharged from the hospital on (B)(6) 2026. A new pod was successfully applied.